Event description:
A pt reported experiencing inaccurate low results with a lifescan meter. The pt's blood glucose results was 168mg/dl on the meter and 231 mg/dl on the lab. Tests were done within 10 minutes with a difference of 27%. Pt did not experience any adverse events. No further info has been reported.